Manufacturer narrative:
The srt replaced the flowmeter. The unit operated to the manufacturer's specifications. D4- UDI information and h4 - manufacturing date is not provided as the device is a subcomponent and then put into a finished good. The serial information, manufacturing date, and UDI information for the finished good the part is put into is: part number: 801188, serial number: (B)(6), manufacturing date: 22-nov-2021, UDI: (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that electronic patient gas system (epgs) flowmeter failed as the flow rates were out of range. There was no patient involvement.